Manufacturer narrative:
Follow-up #1: date of submission 24-oct-2019 device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2019 with the following findings:.during investigation, according to the complaint record the inaccurate delivery started on 6/25/2019. According to the black box and delivery history end of pump use was 5/28/2019. The pump passed all required testing for delivery accuracy. According to the basal tdd history the pump was delivering the programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2019 alleging the patient experienced hyperglycemia with blood glucose (bg) measurement registering as "high" on the glucose monitor (=600mg/dl). The reporter denies any addition symptoms and did not receive any treatment above or beyond the usual routine of diabetes management. The patient reportedly discontinued use of the insulin pump as it was alleged the pump has an inaccurate delivery issue. The patient reportedly began using an different insulin pump for insulin delivery and their bg levels came to, and remained in normal levels. This complaint is being reported because there is an allegation against the delivery function of the pump.